Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient could not charge the ipg. It was believed that the ipg was implanted too deep. The patient underwent a pocket revision wherein the site was made more superficial. The patient was able to charge and was doing well post operatively.